Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated at 12:00pm her blood glucose was 98mg/dl on the contour next link. She did not know how much insulin, if any, was dispensed by her pump. At some point afterwards she passed out. When the emts arrived the cgm showed her blood glucose at 24mg/dl. They gave her glucagon. At 2:50pm, after she was treated and woke up, her blood glucose reading on the contour next link was 184mg/dl. The customer had been getting high readings the week prior to the event. Further information was not provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.